Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening at the tibial component at cement to implant interface. Cement manufacturer is unknown. Doi: 2008. Dor: (B)(6) 2018. Right knee.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> product code-(B)(4), lot number 2722606 device history review ==> product code-(B)(4), work order -(B)(4) was manufactured on date (B)(6)2008, 20 parts were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.